Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported during ongoing use, the device's battery was depleting faster than normal due to high rate atrial sensing, which causes an increase in battery consumption. The device has sam software (upgrade for the minute ventilation feature) installed, and the minute ventilation was turned on. Sam can also cause an increase in power consumption, and even more so in the presence of high atrial sensing. Technical services recommended different methods to reduce the high rate atrial sensing, and to consider programming the device to a non-atrial brady mode and disable sam software. No adverse effects to the patient were reported. Additional information: the rep indicated that reprogramming of the device was performed.

Manufacturer narrative:
The device remains implanted. Should additional information be received, this report will be updated.

Event description:
It was reported during ongoing use, the device's battery was depleting faster than normal due to high rate atrial sensing, which causes an increase in battery consumption. The device has sam software (upgrade for the minute ventilation feature) installed, and the minute ventilation was turned on. Sam can also cause an increase in power consumption, and even more so in the presence of high atrial sensing. Technical services recommended different methods to reduce the high rate atrial sensing, and to consider programming the device to a non-atrial brady mode and disable sam software. No updates have been provided at this time. No adverse effects to the patient were reported.